Event description:
The reporter stated the surgeon inserted a cq2015 collamer three-piece lens and one haptic was torn off. The incision was enlarged to remove the lens from the pt's eye but sutures were not required.